Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07023; related manufacturer reference number: 2938836-2020-07024; related manufacturer reference number: 2938836-2020-07025. It was reported that the patient's pocket was noted to be ruptured and cardiac resynchronization therapy defibrillator exposed. The physician considered it to be a pocket infection, redness, and ulceration at the pocket site. The system was expanded. The patient was stable.